Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at down arrow button on keypad trace. No number ramping or scrolling on display noted during testing. The insulin pump was received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that the buttons were getting stuck then became unresponsive. The customer's blood glucose was 553 mg/dl at the time of incident. The customer stated that he treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.